Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected brand new battery and down button was unresponsive and was hard to press. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.